Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that patient was complaining of painful pocket area; battery sticking out more; and difficulty charging with increased heating in the pocket when he does try to charge. Patient reported a fall against a door knob approximately 1 month ago right on his battery area. This may be a factor that contributed to the issue. No diagnostic/troubleshooting performed. Patient will make appointment to see health care professional (hcp). No the issue is not resolved at this time. No the health care professional (hcp) has no further information for manufacture. Patient will follow up with rep in 6 weeks when patient has seen the doctor and a course of action has been decided. Unknown if surgical intervention as occurred will follow up for more information. Patient is alive with no injury. No further patient symptoms or complications were reported.